Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked in the front. Event log history was performed and indicated that "motor rate error" was recorded in history. During analysis, the reported problem was able to be duplicated. Service replaced motor assembly and that cleared up the reported problem. Based on the evidence, the complaint was confirmed, and no fault was found with the returned product as the issue was caused by normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor lock up at lower syringe sizes. No adverse effects were reported.